Event description:
It was reported that the 9800 sys intermittently was not working as expected. ("Not shooting properly"). It was noted that at times images were fuzzy and dark and at another time it failed to produce the desired results. There was no report of pt injury.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The reported failure could not be duplicated. However, as a proactive measure, replaced the left monitor. The sys was tested and found to be working as intended and placed back into svc.